Event description:
I was completely fine (B)(6) no health problems until I got a breast augmentation, 2 months after, I started feeling sick all the time. I decided to remove them 7 months after and my health has improved since then. Something is definitely wrong with silicone implants.